Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving the vibratory patient notifier. Upon interrogation, the pacemaker exhibited backup vvi behavior. The device was successfully reprogrammed and the patient would continue to be followed normally.